Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that issue due to customer environment. A technical support specialist, confirmed with customer that issue is resolved. The device functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be server.

Event description:
It was reported when using the pyxis medstation es system, orders are not appearing in pyxis for removal; they are displayed in a grayed-out format. The customer stated that the malfunction occurred when user trying to issue medication to a patient. There were no adverse events or injuries reported based on this incident.